Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. (B)(4). No phone number provided a follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's oxygen accuracy testing failed. The unit's orange and green led indicator also had a contact failure. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 03jun2019. A visual inspection of the gas delivery system (gds) showed no anomalies. During failure investigation testing, it was determined that a component (u1) was out of specification and this caused the oxygen flow sensor to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 23apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue.the fse replaced the flow sensor to address the oxygen accuracy failure and the power switch overlay was replaced to address the faulty led indicator. The device passed performance and functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.